Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a loss of therapeutic effect. She was having "accidents" and diarrhea. The stimulation was felt in the wrong location. The pt was evaluated by the healthcare provider. Reprogramming was attempted with no success. Additional info was requested from the healthcare professional; it was confirmed that the pt was evaluated for her problem of therapy not working; no details were provided.